Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call of issues with customer's insulin pump. The mother states the customer received battery out limit alarm. The mother states they did not receive low battery alarm. The customer's blood glucose level at the time of incident was 411mg/dl. The mother states they treated with a manual injection. The customer states they also had a no delivery alarm, but is currently blousing and will see if bolusing goes through before they decide to troubleshoot. The customer was advised a replacement battery cap would be sent out. The customer was advised to call back if issues persist.